Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and sample photos were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and flow of liquid was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a light sensitive drug set. Prior to patient use, it was observed that the medication was not progressing through the set. There was no patient involvement. No additional information is available.